Event description:
A physician attempted arteriotomy closure in the right femoral artery using the starclose device. The patient experienced constant nagging pain from the site to mid thigh. A recent MRI was performed and showed the starclose clip on the nerve. The nerve was not identified.

Manufacturer narrative:
The device was not rturned and there was no lot information. We were not able to perform device inspection or device history record review in this case.